Event description:
It was reported that the tip of an asahi gladius mg 14 pv es guide wire had detached during a percutaneous peripheral intervention (ppi) to treat a heavily tortuous, heavily calcified chronic total occlusion (cto) in the dorsalis pedis artery. The entrance of the lesion was so hard that the tip of gladius mg 14 pv es became deformed into a knuckle-like shape. When advancing the gladius mg 14 pv es into the lesion with the support of an asahi corsair pv microcatheter, the guide wire entered the subintimal space. When attempting to remove the gladius mg 14 pv es by torquing, the wire tip became trapped by the lesion and then detached. Distal puncture was then performed. An asahi halberd guide wire was delivered to entangle the wire fragment and it was successfully removed. The procedure was then terminated. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned due to infection. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress and torsion generated with wire manipulation had most likely contributed to the reported detachment of the subject guide wire. As the wire tip was deformed due to the calcium and was being caught by the lesion, the applied stress would localize and therefore exceed the product design limit, fracturing the wire tip. It was concluded that this event was not attributed to product quality. As the reported gladius mg 14 pv es was not returned for investigation, it was unable to completely rule out the potentiality that some wire fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.